Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received five inappropriate shocks due to the device misclassifying an episode of sinus tachycardia (st) as ventricular tachycardia (vt). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.